Manufacturer narrative:
The implant could not be inserted due to the insertion post. No other implant was placed in the same surgery. The implant shows internal and external signs from insertion. The insertion post was not returned for evaluation. The reason for the complaint is not comprehensible.

Event description:
The implant could not be inserted due to the insertion post. No other implant was placed in the same surgery.

Manufacturer narrative:
Fractured insertion post. Implant had to be removed in the same surgery. No other implant was placed.

Event description:
Fractured insertion post. Implant had to be removed in the same surgery. No other implant was placed.